Manufacturer narrative:
(B)(4). The mitraclip remains implanted and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to clip movement post deployment. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. The mitraclip was deployed on the anterior 2 and posterior 2 leaflets without reported issue. Post deployment the clip rotated 90 degrees and clip movement was noted (the tip of the clip was in line with the valve in the intercommissural view). Leaflet assessment was performed and the mitraclip had remained attached to both leaflets. As treatment for the first clip and to further reduce mr, a second mitraclip was placed medial to the first. The mr was reduced to grade 2. Three week follow-ups will be performed within the first 4 months to confirm that the first mitraclip remains attached to both leaflets. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the failure to adhere or bond (partial clip movement) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.